Event description:
Used the device one day and now user has burns on their stomach. User is unable to contact MFR. User wants to return device and get their money back. User is using neosporin for the burns.